Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. No damage on reservoir lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via webform entry that the retainer ring from reservoir was damaged. Customer's blood glucose level was 140mg/dl. Customer reported that reservoir was unable to lock in place. No further details were reported. Insulin pump will not be returned for analysis.